Event description:
In 2006 the lay user/reporter contacted lifescan (lfs) on his wife's behalf alleging that one touch ultrasmart was giving inaccurately low readings. The medical affairs specialist (mas) contacted the reporter to obtain and verify information. 2 days before reporting at approx. 1:00pm the pt, his wife, experienced the symptoms of talking slowely, being sleepy and became incoherent. The reporter confirmned to the mas that he attempted to test his wife's blood glucose level twice, but obtained unk error messages on the reported meter. The reporter attempted to give the pt apple juice and called emergency services. The paramedics arrived and tested the pt's blood glucose level to be 22 mg/dl. The pt had recently had gum surgery and was not doing well post-operatively, and had not been eating. The pt was transported to the hosp. And admitted unitl 5 days later for hypoglycemia and post-operative issues. Her husband was unable to provide details as to the treatment given to pt. By the paramedics and at the hosp. The pt. Takes novolog insulin two to three units in the mornings, and 10 units in the evenings. On the day of the event, the pt had taken her insulin in the morning, but had eaten very little dur to her mouth pain. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure. Quality control testing was performed during the call, with passing results. The meter, test strips and control solution were replaced. This incident is bring reported because the pt was unable to obtain a blood glucose reading due to error message on the meter while she was hypoglycemic. She eventually got medical attention.